Event description:
The patient reported that her interstim implant makes her toe shake. She also is experiencing numbness in the same toe which makes it difficult for her to walk for extended periods of time. She tried turning off the device for approximately four hours, but the numbness remained.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.